Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump does not deliver insulin as it should. Caller stated patient gave 5 units of insulin without any change in blood glucose values; blood glucose value was not provided. Caller reported patient checked the infusion set which seemed fine, but he changed the infusion set, needle and cartridge. No adverse event reported. Requested return of the alleged device for evaluation.